Event description:
During index procedure one complete se sfa peripheral stent (length 100mm, diameter 6mm) was successfully implanted to the mid left sfa. The target lesion exhibited 100% stenosis pre-procedure and was predilated with a 4.0 x 80mm balloon. Less than 30% stenosis remained post procedure. Approximately 6.5 months post index procedure, a target vessel revascularization was performed to the left sfa due to high grade stenosis of the sfa left proximal and occlusion of sfa distal. Investigator reported a probable relationship between the event and the study stent. Patient recovered after treatment. Complete se is not approved for use in the us for sfa indication but is similar to complete se which is approved for biliary/ iliac indication.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). (Revascularization).